Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Biliary stent used in the superficial femoral artery. Potential factors which could contribute premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system (sess) during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are visually inspected for damage/kinks. In this case, there was resistance noted during advancement, which may have contributed to the premature deployment. Although a conclusive cause for the resistance could not be determined, it may be possible that the resistance noted was a result of interaction between the distal outer sheath and introducer sheath causing the distal outer sheath to retract and the stent to partially deploy. As it was reported that the procedure was to treat superficial femoral artery, it should be noted that the indications for use in the product instruction for use (IFU) states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it can not be determined if the off-label use contributed to the reported difficulties. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. In this case, without having the product to examine, a conclusive cause for the reported premature deployment could not be determined.

Event description:
It was reported that during a superficial femoral artery stenting procedure, in a mildly tortuous vessel, a 7x20mm absolute stent met resistance during advancement and was removed from the anatomy. Upon removal, it was noted that the stent was partially, prematurely deployed. There was no adverse patient effect. Though requested, there was no additional information provided.